Event description:
Per the audiologist, the patient is experiencing intermittent hearing with the device. The results of an integrity test in 2009 indicate multiple electrode anomalies. Patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.

Event description:
It was reported that the device was explanted after implant duration of approximately 47.3 months. It was learned from the health-care provider that the reason for explant was due to mitral regurgitation and mitral stenosis. Per the operative report of 2009: then the left atrium was open in front of the right superior pulmonary vein. Exploration revealed a calcified degenerated mitral valve. Then the valve was excised from the mitral valve annulus.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. The patient also had another device explanted. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.